Event description:
It was reported that a pt was placed on veno venous extracorporeal life support on (B)(6) 2013. The catheter migrated out of the inferior vena cava and created a pericardial effusion on (B)(6) 2013. The catheter was removed. Pt has recovered and is doing well. Reference number: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. Since the device is not available to be returned to us, a technical eval cannot be performed. Items marked ni are unk to us at this time.